Event description:
It was reported that patient underwent right total knee arthroplasty in 2009. In preparation for the next case of the day, the rep identified that a left femoral was used during the previous case. The patient was taken back to the operating room later the same day, to remove and replace the femoral with the correct component.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.this report filed september 24, 2009.